Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no electrocardiogram baseline detected with or without three lead cable attached. The complainant indicated that there was no pt involvement in the reported failure.